Event description:
The pt received her scs system, including two surgical leads (of the same lot), on (B)(6) 2009. It was reported the leads were explanted and replaced due to a loss of stimulation and unacceptable impedance. The explanted leads were returned to the MFR for analysis. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval: method: visual and functional testing were performed on the leads. In addition, the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The leads were visually inspected and found to have electrocautery instrumentation damage, as well as, broken and damaged wires. The leads failed continuity testing with several channels measured as open. Conclusion: the reported complaint was confirmed. As received, the leads were damaged and all the wires were broken in the paddle. Testing revealed several open channels. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.